Manufacturer narrative:
Product analysis update: further analysis of the external pulse generator (epg) was performed. The main board was assembled into a g olden unit. Upon functional test ran on automated test console the device failed the ventricular sensitivity test for 0.4 millivolt(mv). The device was tested again for ventricular sense using the fluke sigmapace 1000 and the range was within the specification. Fu rther no anomalies were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer's comment that the external pulse generator's (epg) power button had issues. It was noted that the on/off button on the keypad had intermittent operation. It was noted during the functional testing that the device powered up to the button press detected error message prior to running the incoming functional testing. The device failed incoming functional testing. The test system errored out, with no printout. Additionally, it was noted that the epg failed multiple final functional tests. The printed circuit board (pcb) was replaced. The final tests were re-run, and all the tests passed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator's (epg) power button had issues and glitches were observed after turning on. There was no patient involvement.

Manufacturer narrative:
H11 correction: h.6. Eval code conclusion (fdc/annex d) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.